Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted. This is from the same report as (B)(4).

Manufacturer narrative:
(B)(4). This lot was manufactured from february 27, 2014 to march 1, 2014. Evaluation summary: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed by filling the device with water. During and after fill, no evidence of a leak was observed at the fill port of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. This was observed before use with a patient. No additional information is available. This is report 1 of 2.